Event description:
We may have swallowed it [accidental device ingestion]. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received gsk toothbrush (sensodyne complete care toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started sensodyne complete care toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne complete care toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with sensodyne complete care toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne complete care toothbrush. Additional details: the adverse event information was received from consumer via call center representative (phone) on 05 sep 2022 and consumer reported that "we bought a sensodyne toothbrush, it's soft, pink,it even comes into our mouths, we may have swallowed it. Full product name and variant toothbrush break off when brushing teeth during use and stay in our mouth. We used another toothpaste before, we did not have such a problem." This case is 2 of 2 from the same reporter. Case (B)(4). Is a reporter reporting for reporter and other person. Cases (B)(4)(reporter's case) and (B)(4). (Case for other person) are created. (B)(4).

Manufacturer narrative:
Argus case: (B)(4).

Event description:
This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a patient who received gsk toothbrush (sensodyne complete care toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started sensodyne complete care toothbrush at an unknown dose and frequency. On an unknown date, an unknown time after starting sensodyne complete care toothbrush, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with sensodyne complete care toothbrush was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to sensodyne complete care toothbrush. Additional details:the adverse event information was received from consumer via call center representative (phone) on 05sep2022 and consumer reported that "we bought a sensodyne toothbrush, it's soft, pink,it even comes into our mouths, we may have swallowed it. Full product name and variant toothbrush break off when brushing teeth during use and stay in our mouth. We used another toothpaste before, we did not have such a problem." This case is 2 of 2 from the same reporter. Case (B)(4) is a reporter reporting for reporter and other person. Cases (B)(4) (reporter's case) and (B)(4) (case for other person) are created. Please see case (B)(4). Error correction for information received on 05sep2022 and event product complaint was added with causality not applicable. Narrative was added as" we bought a sensodyne toothbrush, it's soft, pink, we bought it for my daughter, bristels come out when we brush, it even comes into our mouths, we may have swallowed it. The bristles of the toothbrush break off when brushing teeth during use and stay in our mouth. We used another toothpaste before, we did not have such a problem. Our fear is our child is also using this sensodyne toothbrush.

Manufacturer narrative:
Argus case: (B)(4).